Event description:
During a knee procedure a portion of the distal tip of a vapr flexible se electrode broke off into the pt body. All of the fragments were retrieved and the case was concluded successfully using another same type device, without further incident or harm to the pt.